Event description:
Information received regarding the explanted device notes high thresholds, dislodgement, and muscle stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor